Event description:
Patient has been a customer of medtronic insulin pump for a few years. About six months ago, he had an aortic valve replacement. In preparation for the procedure, he ordered new tubing/connection hose for the pump. Surgery went well but during recovery he started to have issues with the insulin pump's connecting hose. The device experienced backflow during treatment & constantly becomes clogged. The patient has taken extra steps to ensure no clogging issue but recently the issue is becoming more frequent.